Manufacturer narrative:
Product ID 3889-28 lot# va0489d implanted: (B)(6)2012 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) and a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient had their implanted neurostimulator (ins) checked about a year prior to the report, where a rep came out and told the patient ¿some of the leads were loose and they needed a new battery¿. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare professional (hcp) responded to a letter. The cause of the leads becoming loose and what was done to resolve the issue was unknown by the hcp; the patient saw a manufacture representative (rep). No further patient complications have been reported as a result of this event.